Event description:
It was reported that the insulin gauge was inaccurate intermittently. The customer would either continue to use the cartridge without reloading or reloaded the cartridge to resolve the issues. There was no reported impact to the customer.